Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the pump was explanted. It was noted the patient came for a refill procedure on (B)(6) 2014. It was reported there was a volume discrepancy where the expected residual volume was 4.1ml and the actual residual volume was 0ml, so the reservoir was empty and nothing could be aspirated. The patient status was noted as alive with no injury. No patient symptoms were reported. The pump was used to deliver fentanyl. Additional information reported the pump delivered hydromorphone.

Manufacturer narrative:
Analysis identified stall due to shaft-bearing on the gear train of the motor. Analysis identified corrosion on the gear train of the motor. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned catheter segment revealed the sutureless connector had a non-significant indent in the seal which did not affect infusion. The logs were gathered from the pump and a motor stall recovery was noted in the pump logs. This indicated that during the pump¿s life a past motor stall and motor stall recovery had occurred. Both dispense and infusion accuracy testing displayed overinfusion. However, the root cause of the overinfusion was undetermined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.